Manufacturer narrative:
Please note the following correction: two lot numbers were returned for evaluation, lot 1125249 and lot 1121511. Additional information will be submitted when the evaluation is complete.

Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6).

Event description:
Reporter stated the self-adhesive of several infusion sets has not adhered correctly. No adverse event was reported. The alleged product was requested for evaluation.